Event description:
Lewin bone hold clamp broke during an orthopedic surgery. The instrument is intended to hold and clamp down on bone. When the physician did this the tip of the clamp snapped off. Broken piece was retrieved and all piece's line up correctly.